Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker had a sharp decrease in battery life. It was unknown if any intervention was completed to address this issue. The patient was stable.

Event description:
New information received indicated programming changes were completed. No further intervention was planned. The patient was stable.